Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected. A search for similar complaints did not identify an increase in complaint activity for lot 62212ud00. A review of tracking and trending did not identify any trends for the issue for the product. Device history review did not identify any non-conformances, potential nonconformances, or deviations with the complaint lot and complaint issue. The overall performance of architect stat high sensitive troponin-I was reviewed using field data from customers worldwide. The median patient result for the lot number 62212ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent kit, lot number 62212ud00, was identified.

Event description:
The customer observed elevated architect stat high sensitive troponin-I results generated for patient samples. The following data was provided: sample ID (B)(6) 18-year-old female with history of autism (B)(6) 2024 initial hstni result = 40.2 ng/l (customer¿s reference range < 16 ng/l) (B)(6) 2024 sample was treated by peg and re-tested on analyzer (B)(6): repeat hstni result post-peg = <4 ng/l. % recovery tni = <10%, 1:2 dilution protocol result = 0.9 ng/l. Tested on roche cobas for tnt and result = 6 ng/l (reference < 15 ng/l). Patient was referred by her gp (general practitioner) to a hospital emergency department. ECG result = normal. Additional result provided: ck = 120 u/l. Sample ID (B)(6) 29-year-old male. Past medical history: myocarditis, multiple hospital admissions with elevated troponin. Preserved left ventricle function. Patient takes metoprolol. (B)(6) 2024 initial hstni result generated on analyzer (B)(6) = 2900 ng/l (customer¿ reference range < 26 ng/l). Sample was treated by peg and re-tested on alinity analyzer (B)(6) and result post-peg = 73 ng/l. % recovery tni = 3%, 1:2 dilution protocol result = 36.5 ng/l. Tested on roche cobas for tnt and result = 19 ng/l (reference < 15 ng/l). Previous hstni result on (B)(6) 2024 = 1034 ng/l. Additional results provided: (B)(6) 2024 ck result = 151 u/l. (B)(6) 2024 ck result = 197 u/l. (B)(6) 2024 ck result = 242 u/l. No impact to patient management was reported.

Event description:
The customer observed elevated architect stat highly sensitive troponin-I results generated for patient samples. The following data was provided: sample ID (B)(6) 18-year-old female with history of autism (B)(6) 2024 initial hstni result = 40.2 ng/l (customer¿s reference range < 16 ng/l) (B)(6) 2024 sample was treated by peg and re-tested on analyzer (B)(6): repeat hstni result post-peg = <4 ng/l. % recovery tni = <10%, 1:2 dilution protocol result = 0.9 ng/l tested on roche cobas for tnt and result = 6 ng/l (reference < 15 ng/l) patient was referred by her gp (general practitioner) to a hospital emergency department. ECG result = normal additional result provided: ck = 120 u/l. Sample ID (B)(6) 29-year-old male. Past medical history: myocarditis, multiple hospital admissions with elevated troponin. Preserved left ventricle function. Patient takes metoprolol. (B)(6) 2024 initial hstni result generated on analyzer (B)(6) = 2900 ng/l (customer¿ reference range < 26 ng/l) sample was treated by peg and re-tested on alinity analyzer (B)(6) and result post-peg = 73 ng/l. % recovery tni = 3%, 1:2 dilution protocol result = 36.5 ng/l tested on roche cobas for tnt and result = 19 ng/l (reference < 15 ng/l) previous hstni result on (B)(6) 2024 = 1034 ng/l additional results provided: (B)(6) 2024 ck result = 151 u/l (B)(6) 2024 ck result = 197 u/l (B)(6) 2024 ck result = 242 u/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6) this report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98. All available patient information was included. Additional patient details are not available. Note: see cross reference submission 3005094123-2024-00353-00.